Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate. The fse performed the 30 psi calibration and observed that the reported issue was cleared. Subsequently, the fse completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The installation of the iabp unit was completed. Subsequently, the iabp unit was cleared for clinical use and released to the customer. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during installation and while servicing a unit performed by a getinge field service engineer (fse), the cardiosave intra-aortic balloon pump (iabp) generated an autofill failure with a patient simulator and 40cc intra-aortic balloon (iab). The iabp was not cleared for clinical use and has been tagged as "troubleshooting/repair services required." There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
A supplemental report will be submitted if additional information is provided. The full event site name is (B)(6). The initial reporter named is a getinge employee who has different contact details from that of the event site. A contact person at the event site is (B)(6).

Event description:
It was reported that during installation and while servicing a unit performed by a getinge field service engineer (fse), the cardiosave intra-aortic balloon pump (iabp) had an autofill failure. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Additional information: e1- (event site state- (B)(6)).